Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient was placed onto impella support for coronary artery bypass graft. While on support, the patient was having occasional runs of supraventricular tachycardia. The patient also had premature atrial contractions. An ultrasound showed a large left pleural effusion. The patient went to the operating room for a scheduled left video-assisted thoracic surgery hemothorax evacuation. Multiple clots were evacuated from the left chest with cauterization of small bleeders in the intercostal space. A transesophageal echocardiogram was obtained and the impella was shallow, measuring at 2.4 centimeters. The doctor advanced the impella but the patient had significant ventricular ectopy, so the impella was pulled back to a measurement of 3.4 centimeters and left there. Minimal pulsatility was noted and there was left ventricle separation. Blood products were given per mass transfusion protocol until bleeding was controlled. The patient was rushed to interventional radiology for computed tomography angiography to confirm intercostal bleeding so the patient was taken across the hall a coiling of three tortuous intercostal arteries until the blushing stopped. Immediate impella waveform improvement was noted as hemostasis was obtained. The patient was placed onto continuous renal replacement therapy. The patient developed a gastrointestinal bleed with bloody stool overnight. Heparin was discontinued and the patient was placed on protonix.

Manufacturer narrative:
Investigation summary: tachycardia/ arrhythmia/ thrombosis: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Renal failure : the cause of the injury was not determined due to insufficient clinical details. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history lot: device lot : 1969454. Device history batch: sub-component lot : n/a. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.